Event description:
It was reported that the the controller exhibited an unexpected loss of power and there was a ventricular assist device (vad) stop associated with the patient mistakenly double disconnecting the power sources. The controller also exhibited a controller fault alarm due to depletion of the internal battery, and the alarm was permanently silenced. Review of log files also revealed that the vad exhibited a low flow alarm. Due to the double power disconnect, the patient lost consciousness and had a fall that caused facial injuries. The patient was hospitalized and a computerized tomography (CT) scan was ordered to assess potential brain damage. The controller and vad remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 31-jul-2019 / serial#:(B)(6) d9: no h3: no h4: mfg date: 27-jul-2018 h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the pump (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a controller power up with an associated pump start event was logged on (B)(6)2024 at 13:21:25. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 56% relative state of charge (rsoc) and the power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for three minutes and forty-six seconds. No anomalies were recorded leading up to the loss of power. The controller loss of power correlates with the reported vad stop event. Log file analysis also revealed two (2) controller fault alarms logged on (B)(6)2024 at 13:54:48 and 15:26:46, indicating an issue with the internal battery. In addition, log file analysis revealed that the controller was in use for more than two (2) years. Furthermore, review of the alarm log file reveled one (1) low flow alarm was logged on (B)(6)2024. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the controller fault alarms may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Additional products: product ID 1420-controller - serial# (B)(6) h3: yes d9: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: serial# (B)(6). H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that due to the double disconnect of the power sources, the patient experienced a cardiac arrest. Also, since there were no significant abnormalities in the patient¿s condition, only symptomatic treatment was administered, specific details could not be clarified. Also that the patient¿s condition is stable.